Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the connector plunger would not retract and was leaking blood. There was no patient harm.

Manufacturer narrative:
Correction on initial report: disregard 'not provided' from the customer¿s report that the connector plunger would not retract and was leaking blood was not confirmed. Visual inspection noted blood inside the valve, surrounding the blue piston. The piston was in the upright position, and not stuck down. . Functional and pressure testing resulted in the syringe plunger retracting with no difficulties, and fluid flowing through the valve successfully with no leaks occurring throughout the maxzero. Each time the piston retracted to its closed position. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the needless connector 'plunger' (presumed to be the piston) would not retract closed and was leaking blood. There was no patient harm.